Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading was 127mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the alarm. The device had scratched display window and missing end cap sticker.